Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event with transducer error, vent inop, and the turbine differential transducer failing transducer calibration. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly. The fsr reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. Once a final investigation is completed, a final report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The issue occurred during patient-use; the customer reported the patient was moved to a backup ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The pt800 has failed. This issue will be internally investigated within vyaire.